Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was unable to confirm the customer comment that the stylus and cursor did not align, however it was found that the stylus connector on the micro processing unit (mpu) was damaged and therefore the mpu was replaced. It was further noted that the keyboard latch was broken and the keyboard was therefore replaced. (B)(4).

Event description:
It was reported that the programmer's display recognition did not align with the touched point of its stylus. The programmer was returned for service and for a requested test and calibration procedure. There was no patient involvement.